Manufacturer narrative:
The pump was unable to prime at 4 pounds during the prime/compromised force sensor test due to cracked end cap. The pump had broken reservoir tube lip, cracked reservoir tube window, cracked display window corner, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer stated that the insulin squirted out during manual prime. The customer was disconnected during priming. The pump continued to move forward after reservoir contact. There were no numbers on the screen and no beeps were heard. Priming was impossible even after trying different infusion sets. The pump was not bumped or dropped and had no contact with water. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device was returned for analysis.